Event description:
Pt reports that about 4 months ago, she began to experience a return of pain symptoms and that is wasn't until one month later that she received a x-ray and it was determined that the pump had moved. Pt states that it wasn't until one month after x-ray that she finally had a MRI and a granuloma was detected. Pt stats that a surgery was finally scheduled about 3 weeks ago and a granuloma was removed; however, the rn stated that there was a second granuloma at the side of the catheter that they had to remove that as well.